Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref. MFR. Report: 1627487-2013-24219. It was reported the patient alleged she experienced persistent heating in her back between the shoulder blades and burning at her implant site. The patient also addition to experiencing overstimulation and power surges from her scs system. It was also reported, the patient's scs system was reprogrammed multiple times. The patient is considering having her system removed, and she was advised by her physician to turn her scs system off. Surgical intervention may be undertaken at a later date.